Event description:
An unknown display problem was reported by the customer, and there was no available information regarding the impact on the customer¿s blood glucose level. The customer opted not to return the pump, and the complaint was subsequently closed by the distributor. No additional information was provided.